Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarms. The ventilator device shows no indication of ac power when connected to mains and does not charge batteries. This occurrence was noticed during patient ventilation. The alarm was observable both visually and through hearing. Te244001(externalpowerloss). The device log files were provided to hamilton. This malfunction was reproducible. Measures taken: power supply replaced and service software performed successfully. The malfunction is now solved. There is patient involvement reported. This event occurred during patient ventilation but was not further clarified. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarms. The ventilator device shows no indication of ac power when connected to mains and does not charge batteries. This occurrence was noticed during patient ventilation. The alarm was observable both visually and through hearing. Te244001 (externalpowerloss). The device log files were provided to hamilton. This malfunction was reproducible. Measures taken: power supply replaced and service software performed successfully. The malfunction is now solved. There is patient involvement reported. This event occurred during patient ventilation but was not further clarified. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.